Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent kyphoplasty of l3. Intra-op, cement could not be filled in both the cartridges as the cement solidified. Cement was stored at proper temperature before and during procedure; and was mixed for about 30 seconds. Only a small amount of cement could be filled into one cartridge when rest of the cement solidified. As more cement was needed for the procedure, a new kit was opened and the procedure was completed successfully. Although there was a delay in procedure time due to this event, no patient complications were reported.